Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the grippers that the customer got on their last batch of intermittent catheters had a different size water packet in them compared to the usual. The size was 7.5cm instead of 9.5cm. It was also stated that the water packet was incredibly difficult to open. The customer stated that the packet looked as though it had been cut off either end, or they thought that someone might have tampered with them while leaving the factory. The patient advised that something had happened when using them which caused them to end up in hospital with vomiting, pain and diarrhea and they wanted to know if anyone else had reported this issue. The representative measured the water packets inside a male gripper and a female hydrosol, and the measurements were exactly as the customer described above. The representative thought that a mix-up might have happened upon insertion of the packets for this lot. Medical intervention was unknown.

Manufacturer narrative:
The reported event is confirmed to be manufacturing related. Visual evaluation noted 2 photo samples received of 2 different water packets shown in different orientations. One water packet is larger than the other water packet. Therefore, the product does not meet specifications. The product was used for patient treatment and diagnostic purposes. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as labelling would not have prevented the reported event. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the grippers that the customer got on their last batch of intermittent catheters had a different size water packet in them compared to the usual. The size was 7.5cm instead of 9.5cm. It was also stated that the water packet was incredibly difficult to open. The customer stated that the packet looked as though it had been cut off either end, or they thought that someone might have tampered with them while leaving the factory. The patient advised that something had happened when using them which caused them to end up in hospital with vomiting, pain and diarrhea and they wanted to know if anyone else had reported this issue. The representative measured the water packets inside a male gripper and a female hydrosol, and the measurements were exactly as the customer described above. The representative thought that a mix-up might have happened upon insertion of the packets for this lot. Medical intervention was unknown.